Event description:
While the ventilator was connected to a patient, the ventilator stopped cycling. The therapist heard a loud noise coming from the patient unit that sounded like the safety valve opened and a rush of gas flowing from inside.